Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer 5.1 failed to open. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 couldn't be opened. A field service engineer (fse) swapped the retractor band for a half-height cubie drawer. The device was then tested within the application, followed by a proactive inspection. The system functioned as intended after the field service engineer repaired the device.